Event description:
The complainant has reported that a pt (age & gender unknown) underwent a therapeutic hemostasis procedure for treatment. The clinician stated that the resolution clip device would not complete the deployment sequence by releasing from the catheter causing additional trauma to the bleed site. Therefore, the clinician completed the procedure by cauterizing the bleed site. The pt did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. In addition, the clinician also stated that a previous device was used with the same issue, but through manipulation of the device, he was able to deploy the clip. Please note associated medwatch report 6000048-2006-00448. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement access and maintenance procedures.